Manufacturer narrative:
B3: date of event is unknown; investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's motor did not function by not moving fluids when in treatment mode or it moved very slow. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified this device had not been serviced in the past 12 months. The customer issue could not be replicated. The device passed accuracy test. The root cause of the error was most likely a user error. The device was calibrated, and preventative maintenance was performed. The device then passed all functional tests after the repair.